Event description:
User experienced getting an erroneous total psa result for one patient sample. Initial result gave 0.012 ng/ml. The sample was repeated twice resulting at 8.6 and 7.41 ng/ml. User did not know if the patient had been treated due to the erroneous result reported. The field service representative determined the cause to be sampling position from rack loading area in need of adjustment. He performed adjustment of s/r probe at rack sampling position and adjusted rack loading to sample position. Performance tests were performed.